Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that the patient underwent a hip procedure utilizing an acetabular cup inserter on (B)(6), 2011. During the procedure, after the surgeon impacted the cup, the inserter would not disengage from the cup. Another acetabular cup and inserter were available to complete the procedure with no injury to the patient or delay to the procedure.

Manufacturer narrative:
Fracture appears to be from shear overload. There are warnings in the package insert that state that this type of event can occur. Associated package insert (B)(4), packaged with biomet hip joint implants, states under precautions: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement".